Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 20 mg/dl. Customer¿s bg was treated intravenously with saline. At the time of the report with tandem technical support the customer was still admitted to the hospital. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.